Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1568ml, indicating the home patient (hp) drained 1568ml more than their programmed fill volume of 2500ml. This meets iipv criteria. Product surveillance contacted the peritoneal dialysis nurse on (B)(6) 2010. According to the nurse the patient did not report any symptoms of overfill. Additionally, the patient did not report having any difficulties. The patient has resumed therapy. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4).